Event description:
Breast implant caused illness for about 4 years. Didn't know until recent why I was so ill. Felt like I was dying, dry eyes, brain fog, fatigue, achy joints, anxiety, hair falling out, unexplained rashes, backache, dry skin, whites of eyes discolored. I had it removed in september and just about every symptom disappeared! Get them off the market! I only got one because I am a breast cancer survivor! I didn't think all this would happen. It was horrific!